Manufacturer narrative:
(B)(4). G2: foreign ¿ spain. H6: proposed component code: mechanical (g04)- rasp. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the pivot of the rasp of the avenir complete stem bork while properly striking the rasp handle to extract the rasp from the femoral canal, leaving the rasp inside the patient until it could be removed using appropriate instruments. It was noted that a delay occurred, and no foreign body was retained in the patient. The case was competed successfully with no other reported impact. Due diligence is in progress for this complaint; to date no additional information or product has been received.